Manufacturer narrative:
Final device analysis revealed.

Event description:
It was reported that the pump was explanted as the incision would not heal. No other symptoms were reported. No infection was suspected; the cultures were negative. The pt recovered without sequela. The pump contained dilaudid 20 mg/dl at 18.134 mg/day; bupivicaine 30 mg/ml at 27.2 mg/day and baclofen 33.3 mcg/ml at 30.192 mcg/day.